Event description:
It was reported that the patient presented in clinic for follow up with a device that was post paced t-wave oversensing on the ventricular channel. The oversensing was stored on non-sustained lead noise egms. Patient was asymptomatic. The device was reprogrammed.